Event description:
New secondary tubing stocked about 1 month ago. Baxter reps in to provide teaching to staff. New secondary tubing connection to old primary tubing (alaris smartsite infusion set) with much difficulty. Needleless system requires proper "seating" of the secondary set to depress the rubber plunger of the primary set. Improper connection led to an incomplete infusion of patient's medication. Medication was to run over 4 hours, but had a large remaining volume and pump was noted to be pulling from primary bag as noted by an occasional drop. Per the report: "secondary tubing new product and not the same company as primary tubing. Clamps were utilized at 1200 to clamp primary tubing to allow remainder of medication to be administered." Samples from the event had been discarded, but other stock is present on site. No patient harm. Noted increased complaints from affiliate hospitals. Manufacturer response for secondary medication set with duo-vent spike, clearlink system (per site reporter): increase occurrences noted at affiliated hospitals. Staff reeducated at two other facilities. Only two occurrences noted at this facility.